Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, klebsiella oxytoca (30 cfu) were detected from the sample collected from the suction channel of the subject device. The user stated that since a new cleaning staff had been in charge of cleaning of the subject device, there was a possibility that the cleaning of the subject device had been insufficient. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there were no abnormalities on exterior of the subject device and inside of all channels, such as residual foreign material, kink, or scratch. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device was transferred to olympus service operation repair center (sorc), and sorc checked the subject device and found following. There had been leakage from the control section cover and scratches. The color ring on the control section had been cracked. The angulation had play and was insufficient. The water supply connector and air supply connector had been loosened. The bending section rubber had been chipped and had cracked. The up/down and right/left angulation control knobs had been dirty. The up/down angulation control knob had been chipped. There had been scratches on the universal cord. The suction cylinder and the instrument channel port had been shaved. The rubbers of the remote switches 1 and 4 had been worn. The endoscope connector had scratches. There had been corrosion. The label had been peeled. The paint of the suction cylinder nut had been peeled. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information and the investigation result, omsc considered that the relevance between the reported microbes (klebsiella oxytoca) and the subject device could not be ruled out. If additional information is received, this report will be supplemented.